Event description:
The customer reported that they stepped on the foot pedal, then the system went down. They rebooted the system but then there was no fluoroscopic x-ray functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced. The system was then found to be operating as intended.